Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: endoleak. H6: imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: three radiographic jpeg images provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.). Cannot provide diameter or length measurements with jpeg images. All annotations and drawings on images were completed before submitting images to gore. Jpeg #1 has diameter measurements that cannot be confirmed without dicom imaging. Jpeg #2 shows: image shows 2-gore® tag® conformable thoracic stent grafts with active control system are implanted in the thoracic aortic arch extending into the descending thoracic aorta (dta). Cannot confirm or rule out an endoleak without contrast. Jpeg #3 has drawing annotation on the image that hides the graft and anatomy at that location. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for thoracic aortic aneurysm (aortic arch saccular aneurysm) using gore® tag® conformable thoracic stent graft with active control system (ctag ac). Intraoperative angiography showed a type ia endoleak, which did not disappear even after ballooning. The physician judged that it would be resolved spontaneously, so the procedure was concluded. On a later date, a follow-up CT scan revealed that the endoleak persisted; therefore, a reintervention was indicated. On (B)(6) 2025, an additional procedure was performed. Another ctag ac device was implanted proximal to the previous one. The endoleak disappeared. The patient tolerated the procedure. The reporting physician commented as follows: the type ia endoleak was expected to be stopped but did not. There was possibly distal migration of the ctag ac, and it was a possible cause.